Manufacturer narrative:
The DHR records has been thoroughly reviewed, and no abnormalities were detected during the inspection. The retained sample from the same production underwent testing under 80-200mmhg pressure, and its function is deemed acceptable. Upon reviewing the photos, it is observed that the secretions at the connector appear to be too thick. This thickness may lead to sticking on the valve of csc100, impacting the catheter's suction and potentially causing retention at the connector.

Manufacturer narrative:
H3: 81 other - the customer mentioned thatt the unit/suspect device is not available for evaluation. Therefore, rootcause could not be determined.this report is for airlife closed suction catheter 14fr. Please see com-0000173994 for airlife¿ verso¿ airway access adapter. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that there was an stagnation of purulent secretions at the connector of csc100 adapter verso airway adult/ped 20/bx and csc114 catheter 14fr closed 50/c. There is no information on patient outcome.